Event description:
As part of a legal mediation effort, intuitive surgical inc. (Isi) received information including medical records concerning a patient who underwent a da vinci si total hysterectomy with left salpingo-oophorectomy procedure on (B)(6) 2012. The medical records indicate that the patient sustained an intra-operative complication. Based on the medical records provided, the patient had preoperative diagnosis of chronic persistent pelvic pain and ovarian cyst. According to the operative report of the da vinci si surgical procedure, the surgeon stated that after the uterus was removed and the vagina was closed, an approximately 1.5 cm defect in the urinary bladder was noted which was repaired by a urogynecologist with good results. The patient tolerated the procedure well and was transferred to the recovery room in stable condition. The patient was discharged from the hospital on (B)(6) 2012, without any reported ongoing complications. No malfunction of the da vinci si system, an instrument, or an accessory was reported during the da vinci si surgical procedure.

Manufacturer narrative:
Based on the information provided, intuitive surgical has not determined the root cause of the surgical complication experienced by the patient. The operative report does not contain any allegation that a malfunction of a da vinci system, instrument, or accessory occurred after the surgical procedure was started. No previous complaint was reported relating to this event. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: the patient's medical records indicate that the patient sustained a bladder injury during a da vinci si surgical procedure.